Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil, partially extruded through the left uterine cornua") and uterine perforation ("perforation : left uterine cornua") in a 37-year-old female patient who had essure (batch no. 625503) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, umbilical hernia repair on (B)(6) 2016, hidradenitis (excision of l groin hydraenitis suppurative for l bartholin cyst) on (B)(6) 2015, bartholin's cyst removal (excision of l groin hydraenitis suppurative for l bartholin cyst) on (B)(6) 2015, caesarean section in 2008, appendectomy in 2006, multi gravida (total number of pregnancies: 8. Complications: 5 miscarriage.), parity 3 (total number of live births: 3 (date of births: (B)(6) 1998; (B)(6) 2008; (B)(6) 1994). Complications: all premature.), uti, obesity, ulcer nos, gastritis, ovarian cyst ruptured, renal hypoplasia, peptic ulcer disease, kidney stone, gastroesophageal reflux disease, renal surgery (in 1980s) and cholecystectomy. She do not claim use of essure caused or aggravated any psychiatric and/or psychological conditions. Patient was a nondrinker and has no history of stds (interpreted as sexually transmitted diseases). Previously administered products included for an unreported indication: provera in 2009 and penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concurrent conditions included allergy to intravenous contrast media (nausea), uterine anteflexion since (B)(6) 2014, retroverted uterus since (B)(6) 2015, nausea, vomiting, chills (off and on), dehydration, urination difficulty and general anesthesia. Concomitant products included benzatropine mesilate (benztropine), citalopram, clonazepam and olanzapine for depression as well as citalopram hydrobromide (celexa), clonazepam (klonopin), hydrocodone, meloxicam (mobic), olanzapine (zyprexa), omeprazole, quetiapine fumarate (seroquel) and tizanidine hydrochloride (zanaflex). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("severe abdominal pain\abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe menstrual pain\menstrual pain"), depression ("depression") with fatigue, weight fluctuation ("weight fluctuations"), migraine ("migraines"), dyspareunia ("pain during intercourse") and abscess ("abscesses"). The patient was treated with surgery (essure removal on (B)(6) 2016 and laparoscopic bilateral salpingectomies and removal of foreign body) and migraine prescriptions, treatments, otc medications. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, dysmenorrhoea, depression, weight fluctuation, migraine and abscess outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abscess, depression, dysmenorrhoea, dyspareunia, migraine, uterine perforation and weight fluctuation to be related to essure. The reporter commented: following essure placement procedure, she did not use birth control or contraception. She had used birth control in the past but had gotten pregnant in spite of contraceptions. She tolerated the insertion procedure well. After deployment of the micro insert two coils were visible. The patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: essure confirmation test. Diagnostic results: on (B)(6) 2011, abdomen x-ray showed no acute radiographic abnormality. Bilateral tubal occlusion with micro inserts. On (B)(6) 2014, CT abdomen and pelvis with contrast, impression was retroflexed uterus; bilateral adnexal/ovarian cysts. These are small cysts. CT abdomen and pelvis without contrast, impression was anteverted uterus; left adnexal/ovarian cyst. On (B)(6) 2015 CT abdomen and pelvis without contrast, impression was retroflexed uterus eccentric to the left. On (B)(6) 2016, pathology report diagnosis included fallopian tube, right, tubal ligation: complete cross section of tube lumen identified, fallopian tube, left, tubal ligation: complete cross section of tube lumen identified. Right essure coil was gross only. Left essure coil was gross only on (B)(6) 2016, physical exam showed tender lower abdominal area. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: left essure coil, partially extruded through the left uterine cornua (device migration). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-feb-2019: plaintiff fact sheet received: lot number added. New event perforation : left uterine cornua and abscesses was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil, partially extruded through the left uterine cornua') and uterine perforation ('perforation : left uterine cornua') in a 37-year-old female patient who had essure (batch no. 625503) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair on (B)(6) 2016, hidradenitis (excision of l groin hydraenitis suppurative for l bartholin cyst) on (B)(6) 2015, bartholin's cyst removal (excision of l groin hydraenitis suppurative for l bartholin cyst) on (B)(6) 2015, caesarean section in 2008, appendectomy in 2006, depression, multi gravida (total number of pregnancies: 8. Complications: 5 miscarriage.), parity 3 (total number of live births: 3 (date of births: (B)(6) 1998; (B)(6) 2008; (B)(6) 1994). Complications: all premature.), uti, obesity, ulcer nos, gastritis, ovarian cyst ruptured, renal hypoplasia, peptic ulcer disease, kidney stone, gastroesophageal reflux disease, renal surgery (in 1980s), cholecystectomy, renal hypoplasia, painful l arm, c-section, appendectomy and cholecystitis. She do not claim use of essure caused or aggravated any psychiatric and/or psychological conditions. Patient was a nondrinker and has no history of stds (interpreted as sexually transmitted diseases). Previously administered products included for an unreported indication: provera in 2009 and penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concurrent conditions included retroverted uterus since (B)(6) 2015, uterine anteflexion since (B)(6) 2014, allergy to intravenous contrast media (nausea), nausea, vomiting, chills (off and on), dehydration, urination difficulty, general anesthesia, pelvic adhesions, penicillin allergy, lower abdominal pain, knee pain, back pain, diarrhea, dehydration, hypokalemia, obesity, right upper quadrant pain, sputum discoloured, fever, hiatal hernia, enteritis, chest pain, dysuria, burning micturition, depressive disorder, bronchitis, colitis, leukocytosis, sinus congestion, umbilical hernia and gastritis. Concomitant products included benzatropine (benztropine), citalopram, clonazepam and olanzapine for depression as well as acetylsalicylic acid (aspirin), clonazepam (klonopin), hydrocodone, ketorolac, meloxicam (mobic), morphine, olanzapine (zyprexa), omeprazole, ondansetron, quetiapine fumarate (seroquel) and tizanidine hydrochloride (zanaflex). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("severe abdominal pain\abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe menstrual pain\menstrual pain"), depression ("depression") with fatigue, weight fluctuation ("weight fluctuations"), migraine ("migraines"), dyspareunia ("pain during intercourse") and abscess ("abscesses"). The patient was treated with surgery (essure removal on (B)(6) 2016 and laparoscopic bilateral salpingectomies and removal of foreign body) and migraine prescriptions, treatments, otc medications. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, dysmenorrhoea, depression, weight fluctuation, migraine and abscess outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abscess, depression, dysmenorrhoea, dyspareunia, migraine, uterine perforation and weight fluctuation to be related to essure. The reporter commented: following essure placement procedure, she did not use birth control or contraception. She had used birth control in the past but had gotten pregnant in spite of contraceptions. She tolerated the insertion procedure well. After deployment of the micro insert two coils were visible. The patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2011: probable appendectomy. No acute bowel abnormality. No urinary calcification or obstruction. Scarring right kidney. Tubal ligation, 10-mm right ovarian cyst. Computerised tomogram abdomen: on (B)(6) 2014: kidneys: right renal cortical scarring and atrophy. Computerised tomogram pelvis - on an unknown date: element of right renal atrophy or scarring. Findings appear chronic. Compensatory hypertrophy of the left kidney. Nothing acute in the upper abdomen. Fat containing periumbilical hernia. No evidence of bowel herniation. Some contraction of the urinary bladder with mild wall thickening. Cystitis cannot be excluded. Please clinically correlate. Please see above discussion. Retroflexed uterus eccentric to the left. Probable tubal ligation clips. Vascular calcifications. No other abnormality; on (B)(6) 2011: no acute irregularities detected. Low density defect in the periphery of the liver as discussed above. Findings are felt to be most likely benign. Exact etiology unknown. Correlation with hepatic ultrasound may provide additional information. Mild fatty changes of the liver. Chronic asymmetry of the kidneys with smaller right kidney unchanged chronic periumbilical hernia.; on (B)(6) 2013: minimal scarring or atelectasis anterior left lung base in the region of the lingula. Partial contraction of the gallbladder. Element of atrophy and scarring of the right kidney, stable from previous examination. Small fat-containing umbilical hernia. Probable fallopian tube stents. Nothing acute in the deep pelvis. Urinary bladder is partially contracted. No other abnormality. Hysterosalpingogram: on (B)(6) 2009: results: essure confirmation test; on (B)(6) 2009: scout film shows two linear metallic structures over the left and right adnexal regions. Subsequent contrast is seen within the uterine cavity which appears to distend normally. Pathology test: on (B)(6) 2013: no renal, ureteral, or bladder calculus is identified. Fat containing umbilical hernia with no herniated bowel loops. Spinal x-ray: on (B)(6) 2010: normal lumbar spine x-ray.. Ultrasound liver: on an unknown date: the gallbladder appears somewhat contracted. The patient states that she has not had anything to eat since 9 p.m. Last night. A cholecystitis cannot be completely excluded. A hida scan might be considered for further evaluation if felt clinically necessary. The liver appears grossly within normal limits. Diagnostic results: on (B)(6) 2011, abdomen x-ray showed no acute radiographic abnormality. Bilateral tubal occlusion with micro inserts. On (B)(6) 2014, CT abdomen and pelvis with contrast, impression was retroflexed uterus; bilateral adnexal/ovarian cysts. These are small cysts. CT abdomen and pelvis without contrast, impression was anteverted uterus; left adnexal/ovarian cyst. On (B)(6) 2015 CT abdomen and pelvis without contrast, impression was retroflexed uterus eccentric to the left. On (B)(6) 2016, pathology report diagnosis included fallopian tube, right, tubal ligation: complete cross section of tube lumen identified, fallopian tube, left, tubal ligation: complete cross section of tube lumen identified. Right essure coil was gross only. Left essure coil was gross only on (B)(6) 2016, physical exam showed tender lower abdominal area. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: left essure coil, partially extruded through the left uterine cornua (device migration). Lot number: 625503 manufacture date: 2007-07, expiration date: 2009-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil, partially extruded through the left uterine cornua") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, umbilical hernia repair on (B)(6) 2016, hidradenitis (excision of l groin hydraenitis suppurative for l bartholin cyst) on (B)(6) 2015, bartholin's cyst removal (excision of l groin hydraenitis suppurative for l bartholin cyst) on (B)(6) 2015, caesarean section in 2008, appendectomy in 2006, multi gravida (total number of pregnancies: 8. Complications: 5 miscarriage.), parity 3 (total number of live births: 3 (date of births: (B)(6) 1998; (B)(6) 2008; (B)(6) 1994). Complications: all premature.), uti, obesity, ulcer nos, gastritis, ovarian cyst ruptured, renal hypoplasia, peptic ulcer disease, kidney stone, gastroesophageal reflux disease, renal surgery (in 1980s) and cholecystectomy. She do not claim use of essure caused or aggravated any psychiatric and/or psychological conditions. Patient was a nondrinker and has no history of stds (interpreted as sexually transmitted diseases). Previously administered products included for an unreported indication: provera in 2009 and penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concurrent conditions included allergy to intravenous contrast media (nausea), uterine malposition since (B)(6) 2014, uterine retroversion since (B)(6) 2015, nausea, vomiting, chills (off and on), dehydration, urination difficulty and general anesthesia. Concomitant products included benzatropine mesilate (benztropine), citalopram, clonazepam and olanzapine for depression as well as citalopram hydrobromide (celexa), clonazepam (klonopin), hydrocodone, meloxicam (mobic), olanzapine (zyprexa), omeprazole, quetiapine (seroquel) and tizanidine hydrochloride (zanaflex). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("severe abdominal pain\abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain\menstrual pain"), depression ("depression") with fatigue, weight fluctuation ("weight fluctuations"), migraine ("migraines") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of foreign body). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, depression, weight fluctuation and migraine outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, migraine and weight fluctuation to be related to essure. The reporter commented: following essure placement procedure, she did not use birth control or contraception. She had used birth control in the past but had gotten pregnant in spite of contraceptions. She tolerated the insertion procedure well. After deployment of the micro insert two coils were visible. The patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test on (B)(6) 2011, abdomen x-ray showed no acute radiographic abnormality. Bilateral tubal occlusion with micro inserts. On (B)(6) 2014, CT abdomen and pelvis with contrast, impression was retroflexed uterus; bilateral adnexal/ovarian cysts. These are small cysts. CT abdomen and pelvis without contrast, impression was anteverted uterus; left adnexal/ovarian cyst. On (B)(6) 2015 CT abdomen and pelvis without contrast, impression was retroflexed uterus eccentric to the left. On (B)(6) 2016, pathology report diagnosis included fallopian tube, right, tubal ligation: complete cross section of tube lumen identified, fallopian tube, left, tubal ligation: complete cross section of tube lumen identified. Right essure coil was gross only. Left essure coil was gross only on (B)(6) 2016, physical exam showed tender lower abdominal area. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: left essure coil, partially extruded through the left uterine cornua (device migration). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: other healthcare professional were added as reporters. Concurrent conditions, medical history, historical medication and concomitant medications were added. Lab data added. Event left essure coil, partially extruded through the left uterine cornua was added per mr.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain\abdominal pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, umbilical hernia repair on (B)(6) 2016, hidradenitis (excision of l groin hydradenitis suppurative for l bartholin cyst) on (B)(6) 2015, bartholin's cyst removal (excision of l groin hydradenitis suppurative for l bartholin cyst) on (B)(6) 2015, caesarean section in 2008, appendectomy, multi gravida ((B)(6)) and parity 3 ((B)(6)). Complications: all premature.). She do not claim use of essure caused or aggravated any psychiatric and/or psychological conditions. Concomitant products included benzatropine mesilate (benztropine), citalopram, clonazepam and olanzapine for depression. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain\menstrual pain"), depression ("depression") with fatigue, weight fluctuation ("weight fluctuations"), migraine ("migraines") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of foreign body). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain was resolving, the dysmenorrhoea, depression, weight fluctuation and migraine outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, migraine and weight fluctuation to be related to essure. The reporter commented: following essure placement procedure, she did not use birth control or contraception diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 11-sep-2017: incident category was upgraded form other event to incident. Reporter was updated. Demographic was updated. Other relevant history was added. Concomitant medications were added. Essure indication was updated. Essure was removed on (B)(6) 2016. Event migraine was added. Treatment for event: abdominal pain included pain medications, ultrasound, essure removal surgery and for migraines included prescriptions, treatments, otc (over the counter) medications. Event outcome of abdominal pain and pain during intercourse was updated and migraine was unknown. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only" incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.